Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available.

Event description:
Black shavings stuck on the bottom groove of the pro pelvis retractor, retractor 4, the suction retractor. Which flaked off once the scrubtech cleaned them off. We had a second set for back which was opened and used, there was no issues with those. No adverse consequences to the patient due to the surgical delay. Update: rep reported incident was not a revision and did not happen during the actual procedure. Rep reported "this incident happened as we were opening trays and setting up the back table. No patient remotely close to being in the room yet. We were able to remove the retractor in question along with the pan it came in before any timeout or or start time.

Manufacturer narrative:
The reported event that the "suction retractor" was alleged of "foreign material present in product" could not be confirmed, because the black shavings found by the customer were not provided for investigation. More detailed information about the complaint event as well as the black shavings must be available in order to determine the root cause of the complaint event. The device inspection revealed the following: the appearance of the inner bend sites differs remarkably from the appearance of the outer bend sites. The inner bends shows signs of ductile overload. The material might have been exposed to a potentially excessive force. Evidence of black shavings as displaced material could not be found. The product release inspection includes a 100% inspection for absence of ridge and edge appearance/workmanship. The black shavings found by the customer might have been removed during the processing in the steris washer decontamination prior to the shipment for investigation. A review of the device inspection record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Black shavings stuck on the bottom groove of the pro pelvis retractor, retractor 4, the suction retractor. Which flaked off once the scrubtech cleaned them off. We had a second set for back which was opened and used, there was no issues with those. No adverse consequences to the patient due to the surgical delay. Update: rep reported incident was not a revision and did not happen during the actual procedure. Rep reported "this incident happened as we were opening trays and setting up the back table. No patient remotely close to being in the room yet. We were able to remove the retractor in question along with the pan it came in before any timeout or start time.